Event description:
While testing a suction pump, the suction canister lid imploded. Complainant stated that the lid was very brittle. Also stated the canister probably came with the suction machine which was installed in 2006, as it is not used frequently. There was no patient involvement.

Manufacturer narrative:
Serial number provided by user corresponds to product produced on 04/14/2005 and 04/15/2005. Based on users report, it is likely this product was placed in service when pump was installed in 2006. Likely cause of implosion is uv embrittlement of the plastic cover. Bemis manufacturing has implemented an expiration date as of 2007 to address this problem.